Event description:
Information received by medtronic indicated that insulin pump had damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at an unspecified location. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: deep scratches to retainer, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay peeling, missing display cover, cracked battery tube threads, cracked corner of belt clip rails, cracked case battery tube and serial number label missing. Cosmetic damage was confirmed at the back of insulin pump and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.